Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with skinvive¿ by juvéderm® on two separate occasions with no incident. Patient later had a third skinvive¿ by juvéderm® treatment and experienced small bumps one month post injection. Hyaluronidase was injected and the bumps resolved. Patient later underwent a fourth treatment with skinvive¿ by juvéderm® and then five months later experienced the similar bumps again with intermittent resolution. About two months after the recurrence of the bumps, patient developed migraines and a sinus infection that required a visit to the ER. The bumps have continued to persist. Patient was prescribed prednisone, doxycycline, and IV antibiotics at the ER. Event ongoing.